Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the user interface flex cable being damaged.

Event description:
The customer contacted physio-control to report that their device display is blank. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer device and verified the reported issue. Physio re-seated the internal connectors and replaced the user-interface flex cable and coin cell battery. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device display is blank. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.